Manufacturer narrative:
Roho, inc. Was notified of the alleged injury by the customer's legal counsel and is unable to contact the customer for additional information. The specific model of the device, serial number, and manufacturing date are unknown. Therefore, we are unable to review manufacturing records for the product. The device has not been returned so we cannot perform an investigation on the device itself. We've reviewed our existing complaints and found no other similar complaints on file. If we receive additional information, we will send a follow-up report. The customer claimed there was an injury. However, we are not able to access medical records to confirm. Update- a DHR review was conducted once the serial number for this cushion was received. No abnormalities/deviations were found with how the cushion was manufactured. There has still been no additional contact with the end user, and no other updates are available.

Event description:
Customer claims that the inflation valve on a roho product punctured him leading to an injury and bone infection that required two surgeries.

Manufacturer narrative:
Roho, inc. Was notified of the alleged injury by the customer's legal counsel and is unable to contact the customer for additional information. The specific model of the device, serial number, and manufacturing date are unknown. Therefore, we are unable to review manufacturing records for the product. The device has not been returned so we cannot perform an investigation on the device itself. We've reviewed our existing complaints and found no other similar complaints on file. If we receive additional information, we will send a follow-up report. The customer claimed there was an injury. However, we are not able to access medical records to confirm.

Event description:
Customer claims that the inflation valve on a roho product punctured him leading to an injury and bone infection that required two surgeries.